Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
An expired catheter was opened and used for a procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
One 15mm loop, bi-directional, curve d-f, sensor enabled, advisor fl circular mapping catheter was received for evaluation. The device was returned due to a display and physical connection issue. Electrodes 1-12 met specifications for acceptable resistance values with no open or short circuits detected. The catheter connected to the cable with no resistance or anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal and physical connection issue remains unknown. It should be noted that this device was used after the expiration date.